Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no message" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.